Event description:
It was reported that the patient experienced that when the patient disconnected at site level it was not fully connected which led to leak and also experienced bleeding from insertion site leading to high blood glucose level with symptoms including dry mouth on (B)(6) 2025. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.